Manufacturer narrative:
(B)(4). Batch # m90847. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium tip broke during laparoscopic appendectomy operation. The broken piece fell into the abdominal cavity and it was found timely. The operation delayed 5 minutes. No patient consequence reported.